Event description:
The user facility reported a loading cart became bent after falling to the floor. No procedural delays or cancellations have occurred. No injuries were reported.

Manufacturer narrative:
Investigation remains in process. A follow-up report will be submitted when additional information becomes available.